Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient underwent initial placement of the rns system on (B)(6) 2019. Post-op, a routine CT scan was performed, which identified a hemorrhage around the left temporal cortical strip lead. The left cortical strip lead was subsequently explanted on (B)(6) 2019, and all other leads remained implanted. No other details were provided by the treating center.